Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented the guidewire stuck. The farawave was flushed, the wire was flushed and inserted into inter lumen, catheter was deployed to basket and flower and finally undeployed. Physician picked up the catheter, which had a slight curl in it, deployed and undeployed the wire, upon then attempting to withdraw the wire for insertion into the sheath, discovered the wire would not move forward or backward. The catheter was never inserted into the body. New catheter and wire dropped and prepped for case and case continued successfully. The procedure was completed successfully without patient complications. Merit inqwire was used. Fluoro and ice were used as imaging. Pre heparin was given, and the act was 368. The catheter was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, no outer abnormalities were observed. A test guidewire was attempted to be inserted through the catheter with rotation. However, this was unsuccessful as the guidewire could not be inserted, and damage was felt within the guidewire lumen during the advancement attempt. As a result of the condition of the guidewire lumen, the deployment test could not be performed. Dissection of the catheter was performed to further inspect the cause of the guidewire lumen condition and inability to insert the guidewire into the catheter. Upon dissection, it was noted that the guidewire lumen was broken 2.0 cm distal to slider inside the distal inner hypotube caused by the mechanical stress of pebax break, delamination, and a collapsed braid. Additionally, some white spots were observed on the break point of the pebax. This damage was caused by some type of mechanical stress applied to the interior layers of the guidewire lumen, resulting in the reported event.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented the guidewire stuck. The farawave was flushed, the wire was flushed and inserted into inter lumen, catheter was deployed to basket and flower and finally undeployed. Physician picked up the catheter, which had a slight curl in it, deployed and undeployed the wire, upon then attempting to withdraw the wire for insertion into the sheath, discovered the wire would not move forward or backward. The catheter was never inserted into the body. New catheter and wire dropped and prepped for case and case continued successfully. The procedure was completed successfully without patient complications. Merit inqwire was used. Fluoro and ice were used as imaging. Pre heparin was given, and the act was 368. The catheter has been returned for analysis.